Manufacturer narrative:
Half of device has been explanted and it should be returned to the manufacturer for evaluation together with the other half after the complete device explanation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt went to the clinic due to the extrusion of the coil and demodulator part of the implant. It was also reported that there was no clear sign of an exit wound which was surprising and that it's still not clear what caused the extrusion. On (B)(6) 2014, the extruded parts of the implant were removed from the pt. The explantation of the remaining part is scheduled.